Manufacturer narrative:
The ventilator was investigated on site. It was reported that the ventilator failed pressure transducer test during pre-use check. The investigation revealed defective air gas module and need to be replaced. The customer choose not to repair the ventilator. The received logs revealed multiple test failed during pre-use check at 12/12/2022. The defective part has not been returned for investigation. The root cause could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).